Event description:
It was reported that the pump battery could not be charged. Additionally, it was also reported that the pump shut off unexpectedly. Customer¿s blood glucose level ranged from 217-228 mg/dl. The customer reverted to manual injections for insulin therapy.